Event description:
On (B)(6) 2012, t2ph short nail operation was performed. Before insertion of the nail into bone, surgeon confirmed assembly of the device. He inserted screws to proximal holes and distal upper hole without problem. He tried to insert a screw to distal lower hole, but the screw could not be inserted normally. He confirmed by image intensifier and noticed that the drill did not pass along the hole. Then he removed the device, did the drilling with the radiolucent drill which was hospital owned and inserted screw.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated devices: proximal humeral nail, cannulated, left t2 prox hum 8 x 150 mm: 1832-1035s, lot # k921877; nail adapter t2 prox. Hum: 1806-2025, lot # unk; nail holding screw, humerus t2 humerus 10 mm: 1806-0163, lot # unk; nut 52 prox hum: 1806-2030, lot # unk; tissue protection sleeve, short 52 tibia 9 mm: 1806-0180, lot # unk; drill sleeve, short 52 tibia 5 mm: 1806-0210, lot # unk.